Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where infusion set fell off on 07-jun-2024 during use. Infusion set was used for 43 hours. Patient replaced infusion set and resumed insulin successfully. No further information was available.